Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient demonstrated twiddlers syndrome and had pulled on the right ventricular (rv) lead and right atrial (ra) lead¿s. The rv lead ended up fracturing and exhibiting high pacing threshold measurements while the ra lead exhibited a rise in impedance measurements. Surgical intervention was performed and the rv and ra leads were explanted. The pacemaker remains in service. No additional adverse patient effects were reported.